Manufacturer narrative:
Claim#: (B)(4).

Event description:
Observation of lens rotation was reported. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.